Event description:
It was reported that the customer had a motor error alarm during basal on the insulin pump. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Motor error occurred 3 times in the last 30 days. Customer does not use the sensor feature on the pump. Customer did not press esc to go to the sensor graph during a bolus. Customer is also able to rewind. Customer was asked to return the pump with the battery and zero out the basal rates. Insulin pump will be replaced. Customer will return the pump for analysis. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump has cracked case at the display window corner, minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.